Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported constant upstream error which was reproduced. The evaluator ran a loaded set and observed a false upstream occlusion alarm. A review of the event history log identified constant upstream errors. The reported condition was verified. The ultrasonic sensor was out of calibration and could not be calibrated. The cause was determined to be a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant upstream error during an unspecified process step. There was no patient involvement. No additional information is available.